Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the connector had a crack. The defect was noticed after use. The device was removed and replaced. The device was cleaned with aniosime xl 3.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The product sample consisted of an incomplete 15 fr tal palindrome rt catheter, 23 cm implant length, 43 cm overall length. A visual inspection was performed and the catheter was found cut below the hub and the tubing was not present. Additionally, the blue adapter was cracked on the thread pitch area; the cracked was found at 180 degrees of the injection point and a cavity was found on the adapter. The most probable root cause can be due to over tightening of the adapter. The device was more likely damaged during use. The instruction for use states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. A formal corrective and preventative action was implemented for this reported issue and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 03/02/2015. An investigation is currently underway. Upon completion, the results will be forwarded.